Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.